Manufacturer narrative:
The investigation concluded that lower than expected vitros amon results were obtained from a vitros liquid performance verifier fluid using vitros chemistry products amon slides in combination with a vitros 250 chemistry system. It was determined that the assignable cause of the lower than expected quality control results is an analyzer related issue due to microslide incubator contamination. A vitros amon marker precision test was not run on the vitros 250 chemistry system. However, five results were processed which indicated imprecision. An ortho field engineer (fe) visited the site to assess the performance of the vitros 250 chemistry system. The fe conducted service actions which included replacing the evaporation caps and wear pads, cleaning the incubator hot plate, performing corrections factors and calibrating vitros amon. A post service vitros amon within run precision test was processed on the vitros 250 chemistry system which yielded results that were within acceptable guidelines indicating that service actions had returned the vitros 250 chemistry system performance to expectations. Full historical quality control results were not provided by the customer. Based on the data that was provided it was determined that the vitros amon reagent was not performing within expectations. However, the performance of the vitros amon reagent returned to expectations following service actions conducted on the analyzer by the fe. Therefore, a reagent related issue is not likely a contributor of the event. Furthermore, continual tracking and trending of complaint data does not indicate a potential systemic issue with vitros amon lot 1018-0252-0501.

Event description:
A customer reported lower than expected ammonia (amon) results obtained from a vitros liquid performance verifier (lpv) fluid using vitros chemistry products amon slides on a vitros 250 chemistry system. Vitros liquid performance verifier ii lot j6667 results of 107.6, 138.9, 123.2, 130.2, 138.6, 128.6 and 120.8 umol/l versus an expected result of 186.9 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected results were attained from a quality control fluid. There were no erroneous vitros amon patient results reported from the laboratory. The site is using the vitros amon testing for research purposes and no values have been reported out. However, the investigation could not conclude that patient sample results would not be affected if the event were to recur undetected. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).